Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 102 mg/dl. Troubleshooting was performed and found that the basal rates were not programmed on the insulin pump. It was reported that the customer had just recently started on the insulin pump and she thought her doctor had programmed it. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.